Manufacturer narrative:
Company rep evaluated the system. Corrections included replacing the server's power supply. Communication was reestablished.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.